Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. Since implantation the patient experienced occasional pelvic pain which escalated to incapacitating pain and inability to sit in 2015. The patient experienced constant pelvic pain and even when lying down was uncomfortable. The patient was forced to discontinue most daily activities. The patient developed rashes and lower back pain. The doctor recommended the mesh removal. On (B)(6) 2016 the mesh was totally removed. Additional information has been requested.